Event description:
A healthcare facility in (B)(6) reported via our distributor that the white connector is not attached to one side of the inspiratory tubing of an rt106 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the returned breathing circuit was visually inspected for missing connectors. Results: the dry line tube of the breathing circuit connects the ventilator to the humidification chamber. During production, a white connector is inserted into the ends of the dry line tube. One of the ends of the dry line tube did not have a connector attached to it. A lot check revealed no other similar complaints for this lot number. Conclusion: this is most likely due to operator error with the operator incorrectly omitting the connector on one of the ends of the dry line tube during production.